Event description:
The tech alleged that the side rail is broken, the mounting screws have come loose from the bed. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.